Manufacturer narrative:
Voluntary distributor report narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. Conmed (B)(4) received notification of reported issues with a sb857 endo pouch with memory wire 5x7", lot 8251904094, that (B)(6) hospital recently experienced on (B)(6) 2021. Information received indicates during a laparoscopic cholecystectomy, the foreign material was detached from the bag and dropped into the patient body during the operation. The material was retrieved from the body and will be returned to the manufacture with the device. The material looked clear and small ball and the detached material was retrieved by forceps. It is indicated there was no impact or injury to the patient, and the procedure was successfully completed by using an alternate device. Additional information obtained notes the device was retrieved by the forceps. No other incident clarification was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the piece did fall into the patient.